Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that a 1102 "primary alarm failed" alarm error occurred. The remote service engineer (rse) performed troubleshooting with the customer and provided the customer information on how to upgrade the device. The rse also informed the customer that the recommended repair per the service manual. The customer will attempt to replace the speakers for repair. Investigation is ongoing

Manufacturer narrative:
23-july-2025: based on newly received information, the customer confirmed that the error code 1102 primary alarm failure occurred during power on self-test (post). In light of this clarification and in accordance with the applicable reporting criteria the event is no longer considered reportable as supported by the rationale outlined below: "this reported problem code combination and specific scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: the power on self-test (post) occurs each time the ventilator is turned on. The ventilator is designed with two speakers. If a problem is detected with either of the speakers, the ¿error code 1102: primary alarm failed¿ will be enunciated. This notification will occur prior to the ventilator being connected to the patient. This is an indication to the user that the ventilator needs attention, and the service manual recommends hardware replacement to resolve the issue. However, given that this alarm may be encountered by a clinician on start-up as opposed to a service technician, there is a chance for this alarm to be ignored in a foreseeable misuse case. However, the alarm should then recur during therapy in the form of ¿check vent: primary alarm failed.¿ even when this alarm posts, there is a high likelihood that one of the two speakers will still work. In order for no sound to be emitted from the primary alarm, there needs to be a fault that causes both speakers to malfunction. In order for harm to occur in this scenario, there are multiple steps in the sequence of events that must take place. First, the 1102 alarm is ignored in post and the ventilator is put into use despite the alarm message. Then, the ¿check vent: primary alarm failed¿ alarm occurs during therapy. The user does not follow expected course of action and does not provide alternative ventilation. Then, the user re-sets the alarm and then continue to ignore the low priority alarm. In addition, the fault that caused the ¿check vent: primary alarm failed¿ happens to be a fault that causes not only one, but both speakers to malfunction. Finally, the primary alarm will not sound, leading to a failure to alert the clinician. Given the lengthy and unlikely combination of this sequence of events which involves both misuse (not addressing the alarm message during post and then not changing out the ventilator during use as indicated by the ¿check vent¿ status) and a fault condition that causes not only one, but both speakers to malfunction, it is not likely that death or serious injury will occur from ¿error code 1102: primary alarm failed¿ during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur".